Manufacturer narrative:
The device was evaluated by ventec who reviewed the device's electronic records and observed data which confirmed that the device had previously experienced inoperative (inop) conditions. Ventec determined that the majority of the inop events were the result of the user completely discharging the device's internal battery to the point where the device lost power unexpectedly. Secondarily, ventec determined that there was also evidence that the user had performed two therapies simultaneously (oxygen and ventilation) with insufficient power sources leading to an inop event. The data for each scenario indicated that the device was not connected to external power when the inop condition occurred. Vocsn operates using external power (such as a wall outlet), or vocsn batteries; however, ventec recommends connecting vocsn to a continuous external power source whenever possible and that users check the batteries and external power supply regularly to ensure functionality and prevent a loss of power. A vocsn power failure may interrupt ventilation therapy and result in patient harm. The investigation determined that the reported inops occurred as a result of power loss due to low battery charge and inadequate power sources. With the information available, it's reasonable to conclude that the cause of the reported issue was user error because the internal battery was allowed to deplete and the device was not connected to external power when the inop events occurred.

Event description:
It was reported to ventec that the device had been dropped. While there was no visible external damage to the device, the distributor wanted to send it in for evaluation. There was no patient involvement associated with the reported event. Upon evaluation of the device, ventec downloaded and reviewed it's electronic records and observed data which confirmed that the device had previously experienced inoperative (inop) conditions which could cause or contribute to an adverse event if it were to recur.